Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itchy rash, numbness and paresthesia. Concomitant products included diphenhydramine hydrochloride;paracetamol (acetaminophen pm) since 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain ("pain : abdominal area") and back pain ("pain : back area / lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem : depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (da vinci xi assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure was completed on (B)(6) 2015. Plaintiff did not have any complications or problems that occurred at the time of essure placement procedure. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: result not provided.. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: removal details and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itchy rash, numbness and paresthesia. Concomitant products included diphenhydramine hydrochloride;paracetamol (acetaminophen pm) since 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain ("pain : abdominal area") and back pain ("pain : back area / lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychaitric problem : depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (da vinci xi assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion procedure was completed on 13-may-2015. Plaintiff did not have any complications or problems that occurred at the time of essure placement procedure. She received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: result not provided.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.